Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.